Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 22.8 mmol/l (410 mg/dl) for the past 2 weeks. She stated when she changes the infusion set, her blood glucose returns to normal, 6-8 mmol/l (108-144 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.